Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter failed a control solution test high. The patient indicated that the alleged meter issue started the same day, at around 7:00 am. The patient reported a control solution reading of "132 mg/dl." The reported acceptable control solution range was "90-120 mg/dl." It is not clear as to what actions the patient took in response to the alleged meter issue. However, according to the patient, she claimed that a few hours after the issue began, she developed symptoms of shakiness, confusion, and dizziness. As a result of the alleged issue, the patient claimed that she received treatment by eating food and/or drinking a beverage. The treatment was self-administered. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimen, what time the symptoms developed, and what actions the patient took before the symptoms started. In addition, it would have been helpful to know what actions the patient took in response to the alleged meter issue, if the patient tested her blood glucose before, during, and after the time she was symptomatic, what her last meter reading was before developing the symptoms, when the last result was obtained, and what actions the patient took in response to the last result. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion. The patient claimed that she developed symptoms that can be associated with a serious injury a few hours after the alleged meter issue began.